Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from venting connector and light guide (lg) tube occurred, and water invaded the device. Due to the water invasion, electrical components were broken, and error message was temporarily displayed. The event can be detected by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, controlsection, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the device exhibited an error e315 . The issue found during inspection before use. The device was replaced with another one (similar device) and the intended diagnostic procedure was completed with no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Initital reporter name and address: full address name of the customer - (B)(6). The subject device was received and evaluated at repair center (rc) olympus china . Device evaluation and inspection, service repair noted the device was inspected by rc engineer and found the reported error e315 was not found. No fault was observed. However, the following findings during device inspection were noted : there was liquid intrusion inside the scope connector, (the leak check label was discolored). The venting valve was leaking. Lg-tube was leaking. The insertion section at 29cm was leaking. Lg-lens was cracked. Repair history review found on the past repair (angulation, broken wire/ lg lens cracked) not related to this reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.